Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose of 600 mg/dl. Customer had treated with needles and pens. Customer stated that she has been going high even after changing sets, site, reservoir, and insulin. Customer does not have a tubing clamp and will be sent one. Customer was advised to do a complete set change. Customer mentioned that she has changed her site 4 times in the last 3 days.